Manufacturer narrative:
Refer to evaluation summary (B)(4). It was reported that at the end of the procedure the physician realized that there was charring at the distal end of the st sf. The returned device was visually inspected upon receipt and the tip dome had char. In addition, the shaft was bent close to the handle. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Further investigation was made by r&d. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and if it was the cause of the charring reported by the customer. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint regarding the char has been verified. However, the catheter met the manufacturing specifications.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4).

Event description:
It was reported that, at the end of an ablation procedure char formation was noticed at the distal end of the thermocool® smarttouch® sf bi-directional nav catheter. The pulmonary vein isolation (pvi) was completed with no issues. No adverse patient consequences were reported. Upon request additional information was received, stating that the physician considered the char being excessive based on his clinical experience.